Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline power fault alarms with no obvious sign of driveline damage and the patient was asymptomatic. The patient had two full batteries. Log files were sent for review and captured a driveline power fault on 26jun2026 at 8:39:12 associated with a (f4) pwr_a_broken controller fault flag. The motor function was not affected by the event. The modular cable and system controller were exchanged. There was no corrosion or issues noted at the connection site when the modular cable and system controller were switched. Additional log files were sent for review for the new system controller. The event log files from the new system controller indicated that connectivity across the power a conductor had improved.